Manufacturer narrative:
Updated data: h2 h3 h6 image review: four media files were provided for review of the event description. Patient¿s executive summary was provided for anatomical review. Patient annulus perimeter measured 95.4 millimeter (mm) with a perimeter derived diameter of 30.4mm suggesting a 34mm evolut. There was protruding calcification in the aortic annulus extending to the left ventricular outflow track and moderate leaflet calcification. It was reported that a pre dilatation was performed prior to the valve implantation. Two fluoroscopic valve load inspections were provided for review. The first fluoroscopic valve load inspection performed revealed a misload identified by crown overlap to node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. According to the information provided, it appears that the misload was not identified and the misloaded valve was used which resulted in an infold during the first deployment attempt. It was reported that the infold persisted after one recapture. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. Furthermore, recapturing an infolded valve will not resolve the infold. A second fluoroscopic valve load inspection reveals a good load. Images of the new valve implantation were not provided; however, it was reported that no further issues with infolding occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34, (lot: 0011999386); product type: 0195-heart valves; implant date n/a; explant date n/a, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Upon the first deployment attempt, an infold was observed and the valve was recaptured. Upon the second deployment attempt, another infold was observed. It was noted that the target implant depth when the infolds occurred was 3 millimeters (mm). Subsequently, the valve was recaptured and withdrawn from the patient. A new transcatheter valve was loaded into a new delivery catheter system (dcs) and used to complete the procedure. Per the physician, the patient's calcified anatomy contributed to the infolds. No patient complications have been reported as a result of this event.